Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed the animas insulin pump will not turn on. There was no report of symptoms or medical intervention that would suggest a serious injury. During troubleshooting, the reporter indicated that she replaced the battery on the animas product but the issue was not resolved. This complaint is being reported as a malfunction due to the power issue. There was no adverse event associated with this complaint.